Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer indicated that patient samples tested for ion selective electrode (ise) sodium were running lower than expected. The customer reported that they received erroneous results for a total of thirteen patient samples tested ise sodium. Of the thirteen samples, one was found to have a result that is reportable as a malfunction. The sample initially resulted as 128 mmol/l on the integra 400 plus analyzer and this value was reported outside of the laboratory. The sample was repeated on a c311 analyzer and resulted as 136 mmol/l which was considered to be the correct value. The customer was asked if the patient was adversely affected, but the customer did not know. No adverse events were alleged. The customer was asked for ise sodium electrode lot and expiration date information, but this was not provided. The customer replaced the ise reagent and exchanged calibrators. The customer peformed ise maintenance and ran ise calibration and quality controls.

Manufacturer narrative:
A specific root cause could not be determined. It was recommended to the customer to check the maintenance settings and set up the electrode service maintenance according to the manufacturers recommendations. Further troubleshooting could not be performed as the customer shut down the instrument and prepared it for transport to a different location.